Event description:
It was reported that during a thoracotomy procedure, the device cut and stapled, but after firing, the staple line leaked. The staple line leaked due to malformed staples. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple and cut line were complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.